Event description:
The initial reporter received questionable elecsys probnp g2 ( probnp ii) results from an unspecified number of patient samples tested on the cobas e411 rack. The reporter questioned the results prompting the rerun of the patient samples. The reporter was able to provide one patient sample with discrepant results: the initial result was 774 pg/ml. The repeat result was 1170 pg/ml.

Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the analyzer and replaced multiple spare parts. The fse did not find any issues. He performed mechanical and instrument checks with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue. The cause of the event could not be determined.